Event description:
It was reported that during a laparoscopic assisted supracervical hysterectomy procedure, the teflon pad fell off. It could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 03/06/2009. Information anticipated, but unavailable at this time.